Event description:
It was reported that the patient experienced an infection with symptoms of redness, swelling and drainage at the lead extension connection site and in the right chest incision site. A culture was taken which confirmed the presence of a staphylococcus infection. The patient was hospitalized and placed on intravenous antibiotics. The physician assessed that the device or procedure contributed to the infection and therefore, the patient underwent a revision procedure wherein the lead extension was explanted. The explanted lead extension will not be returned as it was retained by the medical facility. The patient was doing well postoperatively and had been discharged from the hospital.